Manufacturer narrative:
(B)(4). Evaluation: results and conclusions: difficulties encountered during the procedure. Evaluation summary: there was a 1.5cm tear through the inner and outer tubing along the distal shaft leading distally from the guidewire entry port. Negative prep confirmed a leak at this site. The distal tip was stubbed and flared. Scratch marks were evident along the balloon.

Event description:
A 2.5mm diameter x 15mm length sprinter legend rapid exchange (rx) balloon dilatation catheter was successfully inflated several times, but when the physician attempted another inflation, the balloon failed to inflate. The device was checked in-vitro and a leak was confirmed on the shaft. The account confirms that the device had been inspected and negative prep had been performed prior to use with no abnormalities noted. The account also confirmed that the physician commented that "this is obviously not related to manufacturing, but damages received during the procedure." There was no health hazard caused to the patient and no other clinical sequelae were reported.